Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred on an unspecified date during (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue they had consumed less food and/or drink on an unspecified date in (B)(6) 2016. An unspecified period of time after the alleged product issue occurred the patient developed the symptoms of "sweaty, shaky, urinating and sleeping a lot". In response to these symptoms, on an unspecified date during (B)(6) 2016 the patient was hospitalized and treated with IV fluids by a healthcare professional (hcp). The patient's blood glucose was also measured in hospital and a result of "451mg/dl" was obtained on the hcp's meter. At the time of troubleshooting the cca noted that the batteries did need to be changed, however the patient did not have any at the time of the call. The patient's products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.